Event description:
It was reported that there was difficulty accessing, or locating the refill at a refill that occurred the prior day. An x-ray determined the pump was flipped. It was noted that some physicians believe it was flipped but the radiologist said there is no change in position since a previous x-ray was taken. It was later reported that the pump was flipped. No pocket fill occurred. An x-ray and CT scan were performed. The pump was not able to be refilled, but at the time of report the patient was receiving therapy. A pending surgery date of (B)(6) 2015 was provided. The pump was used to infuse gablofen.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).